Event description:
It was observed that during the device evaluation, the subject device exhibited the coating of the image guide insertion tube is peeling off. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: wear problem. Additionally, endo-therapy insertion into the instrument channel was not possible. The event can be detected by following the instructions for use which state: bf-40 series operation manual [chapter 3 preparation and inspection_3.6 inspection of the endoscopic system]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.